Event description:
Information received indicates when the itellidrive handles are pushed forward, the bed moves backwards.

Manufacturer narrative:
The facilities maintenance has not completed repairs to the bed.